Manufacturer narrative:
Investigation summary: a trend review was performed for model dyndtc5077, no additional complaint related to this failure mode was found in a 1-year period (apr 06, 2020 to apr 09, 2021) a trend review was performed for model dyndtc5077, no qn related to this failure mode was found in a 1-year period (apr 06, 2020 to apr 09, 2021) a sample of the dyndtc5077 was received, a visual inspection was performed. No damages, deformations or evident defects were identified at the sample neither at their components, also, no loose components were detected. Sample received from customer and drawing of the dyntc5077. After the visual inspection, a functional test was performed according with the internal procedure atp-007 tp, product leak dir tahiti-10000004835, flushing air at 10psi with a manometer during 5 seconds. Testing sample per atp-007 no leaks were detected during testing, also, it was tested with different configuration of syringes (10ml, 5ml and 3ml), blocking the male luer side and a syringe with water was used to flush water inside the extension set to detect any possible leak. Functional test with syringe preparation no leaks were detected in any of the syringes configurations during testing with water. Sample during testing with syringes as addition, a different connection was used, only for testing purposes, and when the male luer was connected to a female luer without thread it was observed that the thread ring in the male luer was loose due to there is not thread in the female luer where the male luer could be attached. Female luer without thread and female without thread connected to a male luer. After the testing with the syringes and under the internal procedure atp-007, no leaks were observed therefore, it was concluded that the failure mode could not be replicated. Since the failure mode could not be replicated, the root cause could not be confirmed.

Event description:
It was reported that the 6.5" ext set w/ non bonded ndle free vlv experienced a loose IV set and leakage. The following information was provided by the initial reporter: material no: dyndtc5077, batch no: unknown. We purchase your extension set item dyndtc5077. I wanted to notify you that we have received a complaint from one of our customers. The complaint report stated the following: the account is having an issue with the IV extension set. The set is leaking where it connects to the IV catheter. It does not appear to have a secure connection to the IV catheter as it is only turning ¼ of a turn to connect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 6.5" ext set w/ non bonded ndle free vlv experienced a loose IV set and leakage. The following information was provided by the initial reporter: material no: dyndtc5077. Batch no: unknown. We purchase your extension set item dyndtc5077. I wanted to notify you that we have received a complaint from one of our customers. The complaint report stated the following: the account is having an issue with the IV extension set. The set is leaking where it connects to the IV catheter. It does not appear to have a secure connection to the IV catheter as it is only turning ¼ of a turn to connect.